Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, right femoral access with an introducer (14 fr) were used and a 10 fr non-medtronic (prostar xl) closure device. Severe anterior paravalvular leak (pvl) was noted. A second medtronic transcatheter valve was implanted valve-in-valve. Major bleeding was reported, and an access site perforation was observed at the end of the procedure. One unit of blood was transfused, and surgical suture was performed at the access site. The device and procedure were reported as unsuccessful. The physician indicated the complications were related to the device and procedure. The patient was discharged home six days following the procedure with moderate anterior pvl.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut pro plus dcs, product ID: d-evprop23-29, lot: unknown, use by date: unknown, UDI: unknown. Continuation of d10: product ID: evproplus-26 (unknown serial); product type: 0195-heart valves; implant date: on (B)(6) 2025; explant date: n/a, product ID: d-evprop23-29 (unknown lot); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.